Manufacturer narrative:
The t:slim x2g6 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, the cartridge had been filled with admelog insulin. Customer's blood glucose (bg) level was in the 300's mg/dl range. A cartridge change was performed resolving the air bubbles. A correction bolus was delivered to address bg.